Manufacturer narrative:
Sections with additional information as of 02-sep-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was returned for evaluation; no defect was detected. Test strips were returned for evaluation; no defect was detected. Note: manufacturer contacted customer in a follow-up call on 28-jul-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with tests results from results obtained of 83, 116 and 144mg/dl. The expected fasting blood glucose test result range is 120-140mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the bathroom. During the call a back to back blood test was performed by the customer and produced test results of 101 and 96mg/dl non-fasting using true metrix air meter (using a new vial). The test strip lot manufacturer¿s expiration date is 07/17/2021 and open vial date is undisclosed. The meter memory was reviewed for previous test result history. (B)(6).